Manufacturer narrative:
Device evaluation: broken shell, underweight. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported rupture, granuloma and inflammation on right side. The device has been explanted.

Manufacturer narrative:
Address line 1: (B)(6). Health effect - impact code 1: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma and inflammation.

Event description:
Healthcare professional reported rupture, granuloma and inflammation on right side. The device has been explanted.